Event description:
The customer alleged that the unit was leaking cidex opa from a cracked reservoir. The fluid leaked outside the unit and onto the floor. There were no reports of injuries. The customer repaired the unit.

Manufacturer narrative:
The customer replaced the tank and reported that there are no further issues.